Event description:
It was reported that this pacemaker exhibited noise oversensing on both the right atrial (ra) lead and the right ventricular (rv) lead. Which led to inappropriate atrial tachycardia response (atr) episodes. Additionally, pacing inhibition greater than two seconds was also observed. Further evaluation was recommended, however, it was suggested continuing monitored due to the age of the patient. At this time, the product remains in service and no adverse patient effects were reported.